Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the (device) is flipping through the screens when no one is touching the device. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device would not power on due to a defective battery. Once powered on the device displayed a no sd card warning message on display. The sd card was replaced and at no time did the screen exhibit flipping' (tested over 24 hours on bench). The unit functioned as designed.